Event description:
Revision surgery. The patient had a total hip replacement completed on (B)(6) 2015. The surgeon sent pictures of the patient's x-rays on (B)(6) 2015, which showed the patient having a periprostatic fracture of the femur approximately 2 inches below the taperfill implant.

Manufacturer narrative:
The reason for this revision surgery was to remedy a periprosthetic fracture of the femur after 21 days in vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. It was reported that the hospital was requested to return the products to the representative; they have not been made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed this is the first complaint against this part number and against a part from this lot. This investigation is limited in scope because the explanted products were not returned to djo and a root cause for the fracture cannot be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.